Manufacturer narrative:
H6: investigation summary bd received 48 samples for investigation. 20 samples were evaluated by visual functional testing for proper activation and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle failed to work properly and caused a dirty needle stick as a result. The following information was provided by the initial reporter: "I was told that there have been issues with needles safety shield not working properly, but that the following was of great concern due to a needle stick injury that occurred. On oct 20th, I was informed that on two separate occasions occurring the week of oct 11th through 15th the safety shield broke off of the needle while attempting to engage the safety shield over the needle after use, once resulting in an accidental needle stick. On oct 21st, I was informed that another safety shield broke off a needle. It was noted that these occurrences happened with different end users."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle failed to work properly and caused a dirty needle stick as a result. The following information was provided by the initial reporter: "I was told that there have been issues with needles safety shield not working properly, but that the following was of great concern due to a needle stick injury that occurred. On oct 20th, I was informed that on two separate occasions occurring the week of oct 11th through 15th the safety shield broke off of the needle while attempting to engage the safety shield over the needle after use, once resulting in an accidental needle stick. On oct 21st, I was informed that another safety shield broke off a needle. It was noted that these occurrences happened with different end users."